Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, this patient underwent planned endovascular treatment of an abdominal aortic aneurysm (aaa) and was implanted with gore® excluder® conformable aaa endoprosthesis devices. No pre-procedure vessel diameters were provided. Successful access, delivery, and accurate deployment of the devices to their intended location, and retrieval of the delivery system was reported. There were no corrective procedure(s) or complications related to the device, procedure, or withdrawal of the delivery system. The patient tolerated the procedure and was discharged to home (self-care) on (B)(6) 2024. On (B)(6) 2025, the patient underwent follow-up color duplex ultrasound was performed and determined a type ii endoleak, the maximum aortic diameter was reported to measure 21.2mm. The event is ongoing. On (B)(6) 2025, the patient underwent reintervention and coil embolization was performed, the patient tolerated the procedure. It is unknown if the endoleak was resolved. On (B)(6) 2025, follow-up computed tomography angiography (cta) was performed. Review by gore imaging services (gis) reports a type ii endoleak originating from four lumbar arteries mesentery dominant (ima/lumbar) dominant, the ima is patent. There are no procedures currently scheduled for the patient, the event is ongoing.